Event description:
The user facility reported that water was leaking from their system 1 processor. A floor drain is present in the room and the water was cleaned up by the user facility personnel. No injuries; procedural delays/cancellations or property damage reported.

Manufacturer narrative:
The technician found that the lid seal deflated due a small tear, allowing water to leak. The technician replaced the lid seal, lid latch and float block. The technician ran a test cycle and returned the unit to service; no further issues have been reported. The system 1 processor is under steris service contract and was last serviced on (B)(4) 2012, when the processor was found to be operating properly including the lid assembly.